Manufacturer narrative:
Clarification: country of occurrence is france. Patient lives in france, reporting doctor is from the czech republic. Additional, corrected and/or changed data: b.6, g.1, g.2.

Event description:
Healthcare professional reported right side suspected device rupture diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side suspected device rupture diagnosed via ultrasound. The device remains implanted.